Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noticed that the distal haptic became twisted in the eye. During a postoperative visit, the patient presented with astigmatism. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 03/06/2009.